Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor/two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
Boston scientific received information that the patient implanted with this pacemaker showed seven months remaining longevity however, latest upload shows four months. Engineering analysis indicated that the power consumption of this pacemaker has been increasing during the past year. Further, this pacemaker was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this pacemaker showed seven months remaining longevity however, latest upload shows four months. Engineering analysis indicated that the power consumption of this pacemaker has been increasing during the past year. Further, this pacemaker was explanted. No additional adverse patient effects were reported.